Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse observed the fluidics line was full of air. The fse replaced the rinse pump, p/n: 700-7513 to resolve the issue. The fse reran controls and the controls passed. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported ca quality controls failing for bilirubin. The customer was getting false negative control result. There were no erroneous results generated or reported out of the lab.